Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information provided, a failure mode was not reported. Additionally, there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4 correction: expiration date null na removed ni added. H6 correction: health effect - clinical code 4440 removed and 4582 added. H6 correction: health effect - impact code 4641 removed and 2199 added. H6 correction: medical device problem code 2993 removed and 3189 added.

Event description:
Subsequently, after the previous report was filed, additional information noted that the supera did not thrombosed. The supera stent was used to treat the artery that was already occluded. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that a thrombosed supera stent was being treated as a live case during the leipzig interventional course (linc) congress. No additional information was provided.